Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had blank screen. Customer blood glucose level was 7.8 mmol/l. Customer also stated that insulin pump was receiving constant low battery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current test, active current test and self test. Low battery alert less than one week not confirmed. Unexpected battery power loss not confirmed. Blank display not confirmed. (B)(4).